Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a second round of pericarditis. Moreover, the physician had given up on the patient having an ICD. Hence, this ICD was explanted. Additional information was received indicating that the specific reason why the ICD was explanted was due to pericarditis yet it was not device related. No additional adverse patient effects were reported.